Event description:
4 different rn's spent 42 minutes attempting to start ivf on pt. Pump kept alarming with air bubble alarm. Rn's attempted changing IV tubing, repositioning pump, and self-priming. This led to a significant delay in care for both this pt as well as the rest of the pt's in the rn's assignment. Manufacturer response for infusion pump, infusomat (per site reporter) bbraun evaluating air in line issues.